Event description:
The patient developed clinical features of stroke on post op day 1. Evaluated by neurologist and CT revealed mca territory infarct. Patient transferred to another institution for further evaluation and care. The patient's condition was described by the center as: "patient's vitals were stable, was more alert and nodding head appropriately, he was moving right arm and leg, weaker than left arm and leg." Update received (B)(4) 2012: patient readmitted on (B)(6) 2012 from rehab for cva; heparin and coumadin bridge started; patient discharged to rehab on (B)(6) 2012, and to home on (B)(6) 2012. Condition stable on discharge. The user reported issues with the device during the procedure: the cryoconsole gave system notice message 50012 during the 6th, 7th, 11th and 12th cryoapplications and system notice message 50024 after the 8th cryoapplication. The procedure was completed with the same cryocatheter. System notice message 50012: the refrigerant delivery path is obstructed. System notice message 50024: there is a problem with the refrigerant port.

Event description:
The patient developed clinical features of stroke on post op day 1. Evaluated by neurologist and CT revealed mca territory infarct. Patient transferred to another institution for further evaluation and care. The patient's condition was described by the center as: "patient's vitals were stable, was more alert and nodding head appropriately, he was moving right arm and leg, weaker than left arm and leg." The user reported issues with the device during the procedure: the cryoconsole gave system notice message 50012 (see description below) during the 6th, 7th, 11th and 12th cryoapplications and system notice message 50024 (see description below) after the 8th cryoapplication. The procedure was completed with the same cryocatheter. System notice message 50012: the refrigerant delivery path is obstructed. System notice message 50024: there is a problem with the refrigerant port.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were received for the date of the case and show system notice #50011 "obstructed flow" at the beginning of injections 7, 8 and system notice #50012 "obstructed flow" at the beginning of injections 13,14. Bin files also show that at least 20 injections were performed with the catheter. Failure files confirmed system notice #50024 "there is a problem with the refrigerant port" for the date of case. Based on the review of bin files, the system notice messages received during the case were most likely due to a issues with the cryoconsole. The obstructed flow issue would generally be caused by a buildup of humidity in the catheter and console system that is pushed through and removed during the first and occasionally second injection. The system immediately stops the injection and applies vacuum to the catheter. An internal CAPA has been initiated to investigate the condition found and action execution is in progress. The refrigerant port issue is most likely a console related issue that does not affect the functionality of the catheter; it generally refers to an unadjusted mks and/or check valve. The risk associated with these issues is a delay in the procedure or a cancelled procedure. These console-related issues are not believed to be the cause of the stroke that the patient experienced post procedure.

Manufacturer narrative:
Product event summary #risk analysis: (B)(4). Category 2: biological / clinical hazards - 2.19 delayed procedure. 2.19.1. Forced catheter exchange due to system notice or other system abnormality. Hri 10. Rar-022. Category 2: biological / clinical hazards - 2.13 delayed procedure. 2.13.1. Forced flexcath sheath exchange due to system notice or other system abnormality. Hri 10. Investigation conducted: bin files analysis result of investigation: bin files show system notice #50011 "obstructed flow" at the beginning of injections 7,8 and system notice #50012 "obstructed flow" at the beginning of injections 13,14. Bin files also show at least 20 injections were performed with catheter 2af234 / 93794-11. Failure files confirmed system notice #50024 "there is a problem with the refrigerant port" for the date of case. A clinical issue was encountered post-procedure. No product has been returned for analysis. Rem: system notice #50012 "obstructed flow" is generally caused by a buildup of humidity in the catheter and console system that is pushed through and removed during the first and occasionally second injection. System notice #50024 "there is a problem with the refrigerant port" is most likely a console related issue that does not affect the functionality of the catheter. Final resolution: the reported issues have not been confirmed through testing but through data analysis. Product was not returned. #gcapa (B)(4). This report will be recorded and trended. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were received for the date of the case and show system notice #50011 "obstructed flow" at the beginning of injections 7, 8 and system notice #50012 "obstructed flow" at the beginning of injections 13,14. Bin files also show that at least 20 injections were performed with the catheter. Failure files confirmed system notice #50024 "there is a problem with the refrigerant port" for the date of case. Based on the review of bin files, the system notice messages received during the case were most likely due to a issues with the cryoconsole. The obstructed flow issue would generally be caused by a buildup of humidity in the catheter and console system that is pushed through and removed during the first and occasionally second injection. The system immediately stops the injection and applies vacuum to the catheter. An internal CAPA has been initiated to investigate the condition found and action execution is in progress. The refrigerant port issue is most likely a console related issue that does not affect the functionality of the catheter; it generally refers to an unadjusted mks and/or check valve. The risk associated with these issues is a delay in the procedure or a cancelled procedure. These console-related issues are not believed to be the cause of the stroke that the patient experienced post procedure.